Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece locked up, no spin and doesn't hold bur. Bur bearing on turbine was completely destroyed. Debris built up in head. Also received handpiece with missing manifold on handpiece.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.